Event description:
An implant card was received for the patient's full revision surgery. The implant card indicated that the generator was at intensified follow-up (ifi) = no pre-operation, and that the replacement was for discomfort in the neck. As no malfunctions were noted, and it is known that impedance issues would trigger an error message warning upon interrogation, it is reasonable to assume there was no impedance issue noted. It was stated that at the surgery, the patient was feeling a sharp pain at his electrode site about 4 months prior to the surgery. The pain was associated with stimulation as it seemed to be occurring every 5 minutes, however the neurologist stated that the device was turned off for the past 6-8 weeks. The device diagnostics were checked. Upon running diagnostics, the patient grabbed his neck and began coughing. The neurologist ordered and x-ray of the lead site and had not seen anything abnormal. When settings were increased to 0.25 ma output current, the patient stated not feeling any stimulation. Output currents were increased to normal mode 0.5 ma and magnet mode 0.75 ma; the patient grimaced slightly and said the pain was ok. When the magnet was swiped, the patient began coughing and stated the pain was too much. The device was disabled again, and it was decided the patient would undergo a full revision. The explanted devices were returned for analysis. No abnormalities were noted from the generator. Diagnostics and interrogations were performed with various loads. Communication, impedance, and current delivered were as expected for all tests performed. The output signal was monitored for over 24 hours and placed in a simulated body temperature environment. The generator performed as expected and according to functional specifications. The lead assembly was returned in four portions with one loose tie down. Slice marks were observed in the tubing and the tri-filar coil appeared to be cut in half. The slice mark appeared to have been made by a sharp object which may have occurred during the implant procedure, however this could not be confirmed. The lead assembly had dried remnants of likely body fluids inside the tubing. The slice mark found most likely provided the leakage path to the dried remnants of likely body fluids. With the exception of this slice mark, the conditions of the returned lead portions were consistent with those typically seen from explant procedures. No other obvious anomalies were noted other than a bend connector pin. The set screw marks found on the lead connector pin provided evidence that at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, and except for the cut negative coil, no discontinuities were identified. No additional relevant information has been received to date.

Event description:
It was reported that the patient was feeling "electrical jolts" and recurrent pain at the vns site. Clinic notes received for the referral indicate that patient has recurrent left chest pain most likely related to vns placement as well as on occasion "feeling electrical jolts" suggestive of vns dysfunction/malfunction. It was reported that the electrical jolt occurs with stimulation on occasion but not every single time of stimulation. There is no pattern on when it occurs or with certain specific body movements. Surgical exploratory surgery was planned in regard to probable replacement of vagal nerve stimulator in view of chest pain as well as "electrical jolts" to preclude a serious injury but has not occurred to date.